Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/30/2015). The patient¿s meter and test strips have been returned on 5/14/2015 and 5/28/2015, respectively, and evaluated by lifescan product analysis on 5/18/2015 and 5/28/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when the medical surveillance specialist (mss) contacted the patient with follow-up questions.the patient reported that the alleged issue with the meter started on (B)(6) 2015, when she obtained an unknown error message of ¿replace with new ts¿. The patient manages her diabetes with insulin (self-adjuster). She indicated that in response to obtaining the alleged error message, she exercised and also reported that she administered increased amounts of novolog and lantus insulins. The patient reported that she suffers from a number of co-morbidities including asthma and bronchitis. She reported that ¿one day¿ after obtaining the alleged results, she ¿could not breathe¿. The patient associated this with her ¿blood sugar being so high¿. She reported that she was ¿unconscious¿ when she was taken to the emergency room (ER). The patient indicated that the hcps found it ¿bizarre¿ that her blood sugars were high despite her increased insulin doses. She alleged she received treatment of IV fluids (magnesium and other unknown fluids) from a hcp in the ER. She reported that she was not admitted to hospital.at the time of troubleshooting, the patient was unable/unwilling to walk the through a retest with the cca and the issue remained unresolved. Replacement products were sent to the patient. In conclusion, although the patient reportedly developed symptoms of an acute diabetes excursion, this adverse event has been reported elsewhere. However, this complaint is being reported as a malfunction as the alleged error message was not resolved during troubleshooting.